Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative evaluated the device. The fsr found that the display worked properly and could not duplicated the reported issue. The fsr performed user verification testing (uvt) and the device passed all testing. The device is operating per manufacturer's specifications. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that the screen on the ventilator went blank while the device was on a patient. There was no patient harm.